Event description:
Per the clinic, the patient experienced infection and dehiscence at incision site followed by extrusion of the implant. The patient was treated with oral and topical antibiotic (specific date and duration not reported) however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.